Manufacturer narrative:
The product is not available for evaluation as it was discarded at the facility. Without the return of the product, it is not possible to determine if damages or defects existed on the product. No actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. As with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization. The fogarty arterial embolectomy catheter is indicated for the removal of fresh, soft emboli and thrombi from vessels in the arterial system. It is not recommended for the removal of fibrous, adherent, or calcified material. The catheter is not designed to withstand the additional pull force needed to remove these materials. To minimize lateral wall pressures and shear forces on the inner surface of the artery, the smallest inflated balloon diameter that will remove the obstructing material should be used. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force should not be exceeded. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during a trauma procedure a fogarty balloon popped. The catheter was removed and a new fogarty was inserted without issue. After the procedure, they conducted a cat-scan and identified a ¿piece¿ of the balloon and catheter in the body. No complaints of patient injury. Inquired of patient demographics, but unable to obtain. No product return expected as device was discarded at the facility.